Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a broken belt clip rails and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had belt clip damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.